Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e1108 captures the reportable event of biliary leak. Patient code e1021 captures the reportable event of pancreatitis. Impact code f19 captures the reportable event of surgical intervention. Impact code f2303 captures the reportable event of medication required. Literature source: thiago franchi nunes, laecio leitao batista, henrique salas, luiz tenorio de brito siqueira, tulio fabiano de oliveira leite, ivan salvador reyes, rayssa araruna bezerra de melo, flavio scavone stefanini, diego de lacerda barbosa, enio ziemiecki junior, denis sjzenfeld, belarmino goncalves. T. Franchi et al.: flexible percutaneous laser lithotripsy for intrahepatic stones: a multicenter study in western patients, cardiovasc intervent radiol, https://doi.org/10.1007/s00270-025-04248-8.

Event description:
It was reported to boston scientific via an article published in cardiovasc intervent radiol on the flexible percutaneous laser lithotripsy for intrahepatic stones: a multicenter study in western patients. The study evaluates a specialized surgical technique called percutaneous laser lithotripsy (pll) performed using a flexible cholangioscope. The research focused on a specific group of brazilian patients who had intrahepatic lithiasis (ihl) stones located deep within the liver's bile ducts and who were particularly difficult to treat because they had either altered surgical anatomy (from previous surgeries) or failed traditional endoscopic treatments (ercp). Every single patient achieved complete ductal clearance, meaning all stones were successfully removed and on average, it only took 1.29 sessions to clear the stones, which is very efficient for complex cases. Minor complications occurred in 11.4% of cases, with no major adverse events, bile duct injuries, or procedure-related deaths. No symptomatic recurrence was observed during a mean follow-up of 14.7 months. Notably, five incidental biliary polyps were identified under direct cholangioscopic visualization and one was confirmed as low-grade dysplasia. These lesions were not detected on preprocedural imaging, highlighting the added diagnostic value of cholangioscopy. This is in reference to the five devices in this article.